Event description:
Litigation alleges patient had pain, popping, ratcheting and grinding in and around hip and elevated metal ion levels after asr hip implant.**update** (B)(4) - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 11/30/2016 ¿ clinical report states patient suffers from pain. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Asr litigation records received. Litigation alleges pain, popping, ratcheting and grinding in and around her right hip, elevated metal ion levels and emotional distress. It was reported that, during revision there was a large amount of brownish red clear fluid within the joint with a string sign of approximately 1-1/2 inches, consistent with a pseudotumor fluid accumulation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch: null.. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient had pain, popping, ratcheting and grinding in and around hip and elevated metal ion levels after asr hip implant.